Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for leaflet damage, mitral valve replacement, and death. It was reported that on (B)(6) 2018, a mitraclip procedure was performed treating mixed mitral regurgitation (mr) greater than or equal to grade 3+. One mitraclip was implanted without issue and mr was reduced to grade 2. A second mitraclip (cds0602-xtr, 80525u178) grasped the leaflet, but mr returned to grade 3. It was then noted that posterior mitral valve leaflet damage occurred and mitral valve regurgitation was severe. The tissue damage was suspected to be due to the second device (cds0602-xtr, 80525u178). The second mitraclip xtr clip was not deployed and was removed from the anatomy. The procedure was aborted. Hospitalization was prolonged. On (B)(6) 2018, mitral valve replacement surgery was performed. After surgery, the patient's circulatory system was unable to stabilize. Right heart failure was diagnosed and dialysis was required. The patient was in multi-organ dysfunction. Medications were provided and a transfusion was performed. On (B)(6) 2018, the patient expired due to cardiovascular complications. Per physician, the right heart failure, circulatory instability, renal failure, multi-organ dysfunction, and death were unrelated to the device and unrelated to the mitraclip procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). An exploratory thoracotomy was performed. No significant hematoma was found. The heart exhibited severely reduced contractile function with pulmonary hypertension. As treatments, medications and a blood transfusion had been provided and dialysis was performed. No source of bleeding was found and there was no significant hematoma. The exploratory procedure was completed. Per physician, the coagulation disorder and bleeding, requiring intervention and exploratory surgery, were all unrelated to the mitraclip device and unrelated to the mitraclip procedure. On (B)(6) 2018, the patient expired due to cardiovascular complications. (B)(6) 2018: echocardiogram = high-grade reduction of global systolic pump function, aortic valve insufficiency, mitral valve with dilated ring, moderate tenting/tethering of both leaflets, primary jet defective in segment transition p2-3 (deep indentation), borders of leaflets overall mildly degenerated with poor coaptation, at rest moderately severe - severe insufficiency of mixed etiology, tricuspid valve insufficiency. (B)(6) 2018: post-procedure echocardiogram = mr grade 3+, mean mitral valve gradient 1 mmhg (B)(6) 2018: echocardiogram = mitraclip well seated, moderately severe mr, mean pressure gradient 2-6 mmhg (4 mmhg average), atrial septal defect on the upper third of the septum. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of pericardial effusion and cardiac tamponade, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the pericardial effusion and tamponade cannot be determined. It is possible that the patient effects were due to procedural conditions; however, this cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was received: on (B)(6) 2018, the patient presented with posterior leaflet 2 (p2) tethering. One mitraclip (cds0602-xtr 80531u173) was successfully implanted. While attempting to implant the 2nd mitraclip (cds0602-xtr 80525u178) the clip arm perforated the posterior medial leaflet (pml). Severe mitral regurgitation followed. No additional clips were attempted and the procedure was completed. After steerable guide catheter removal (sgc0301 80621u106), groin bleeding was observed. A z-suture was performed and pressure dressing was placed. In addition, a moderately random left to right shunt from an iatrogenic atrial septal defect (asd) was also observed. The patient was in stable condition. On (B)(6) 2018 the patient had a mitral valve replacement and treatment for a clinically significant acquired asd. A non-abbott bioprosthesis valve was placed and the asd was treated with direct occlusion/suture placement. Post-procedure, pericardial effusion with tamponade was suspected, along with coagulation complications. The patient had become hemodynamically unstable. The echocardiogram could not rule out a pericardial effusion and pulmonary edema was also observed.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of death, mitral regurgitation (mr), renal failure, tissue damage, and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported death was due to cardiovascular complications and mitral regurgitation was due to tissue damage. However, a definitive cause for the reported tissue damage, renal failure and heart failure cannot be determined. It is possible the tissue damage was due to grasping of the leaflets and renal failure and hear failure were effects of the mitral valve replacement surgery; however, this cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.